Event description:
It was reported that patient presented for scheduled procedure. During the procedure, the right ventricular (rv) lead was fixated in three separate locations but failed to achieve left bundle branch pacing. After the third attempt, it was noted that the helix could not be extended. The lead was ultimately not used and replaced with new lead. Patient condition was stable.